Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, a complete lead was returned in two pieces. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.